Event description:
This morning, during emergency ob case, rapid infuser was only working intermittently. It would stop running after a view minutes of infusion. The machine remained on, however, stopped running intermittently. It was switched out with another belmont unit from different operating room. This belmont had no issues.